Manufacturer narrative:
Codes updated.

Manufacturer narrative:
The customer¿s device was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the accu-chek inform ii meter, which could affect the interpretation of the customer¿s results. The device has black lines on the display in the results field. No actual misinterpretation of a result occurred.

Manufacturer narrative:
Fields d9 and h3 were updated. The investigation determined the issue with the display of the device would not impact the interpretation of results. The results are clearly readable. The returned display assembly is found to be defective.